Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the touchscreen display became frozen and there was a white square covering the button "2" on the unlock sequence. During troubleshooting with tandem technical support the display was able to be cleared. Customer's blood glucose level was not impacted.